Event description:
On (B)(6) 2012 the patient contacted animas alleging that the up arrow and down arrow keypad buttons have been intermittently unresponsive for the past several months and that the buttons are now completely unresponsive. The reporter noted that the ok keypad button is intermittently unresponsive. The patient denied any damage to the keypad. The patient reportedly wears the pump on her belt with a pump skin, and does not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed the up and contrast buttons are intermittently responsive, and the down button is unresponsive. The keypad was damaged and was removed for investigation. Contamination was found under all button contacts.